Manufacturer narrative:
H.6. Investigation summary: photo samples were provided to our quality team for investigation. Upon visually inspecting the photos, a grey particle inside the vial can be observed. Without the actual sample to evaluate, we cannot verify the origin of the particle. A device history review was performed for lot 1907102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Four retained samples of lot 1907102 were used for additional evaluation. Functional testing was performed, penetrating the injector with a sample protector ten times. In all cases the product functioned as intended and no coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Event description:
It was reported that during use coring occurred and foreign matter was discovered in syringe with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: (2 of 2 complaints). Rx tech was preparing a vial of etoposide. After rx tech spiked vial with p20-o and attached syringe assembly with n35-oonto vial. Proceeded to withdraw the drug. She noticed some particulate in the syringe. Rx tech, then filtered the drug. Rx tech did state that when using this brand of etoposide with texium it also cored.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use coring occurred and foreign matter was discovered in syringe with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: (2 of 2 complaints). Rx tech was preparing a vial of etoposide. After rx tech spiked vial with p20-o and attached syringe assembly with n35-oonto vial. Proceeded to withdraw the drug. She noticed some particulate in the syringe. Rx tech, then filtered the drug. Rx tech did state that when using this brand of etoposide with texium it also cored.